Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device underwent product evaluation testing at walkmed infusion during which the pump passed the delivery accuracy test but the pump did show an open state of free flow during testing. Walkmed infusion performed further failure investigation and identified a worn door latch and pressure plate due to the customer failing to maintain the device as the cause. Walkmed infusion's operation manual for the triton classic pump specifies annual maintenance is required. This pump has never been serviced by walkmed infusion.

Event description:
Walkmed infusion received a report that the pump was infusing at a faster rate than set into the patient. The patient reportedly received their treatment in a shorter duration than intended. There was no report of patient injury. The customer reported duplicating the event by using normal saline pumped into a sink. The device in question was returned to walkmed infusion for product evaluation and it was found that the pump passed delivery accuracy but failed the open state free flow test.